Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an arthrex clavicle plate broke after implantation when the patient was at home with no notion of trauma or infection. A revision surgery was performed or is planned due to the device failure. No further information was provided. Update avoe 05-jun-2024. It was confirmed that the plate was removed and replaced by another clavicle plate from the arthrex¿ laboratory. The customer confirmed that the broken plate is an arthrex product, but is unable to provide the reference number.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.